Manufacturer narrative:
Customer follow up 9/22/2016 it was confirmed that the pump is able to charge with the replacement usb cable and ac charger. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. When the pump was plugged into a power source, the pump did not recognize the power source. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support was performed. A replacement usb cable and ac charger were sent to the customer.